Event description:
It was reported that the original surgery was (B)(6) 1998, the liner was worn and the patient was revised.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.